Manufacturer narrative:
E.1. Initial reporter facility: (B)(6).a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system cubie drawer was failed. A field service engineer (fse) removed and inspected both drawers, including checking the back of the drawers and all connections. The fse replaced the interface controller cards and controller cards for drawers 5.1 and 5.2, reinstalled the drawers, and rebooted the unit. Drawer configuration and functional testing were performed, during which both drawers were successfully recognized and passed all diagnostic and application tests, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es two cubie drawers failed and required maintenance, and the storage space could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.